Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose was unknown at the time of the incident. The customer stated that the display was blank currently. Customer did not receive insert battery alarm on the pump screen. The display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a blank display due corroded battery tube. Cleaned the battery tube out slightly and continued testing. The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test.